Event description:
During a pci procedure in an unspecified artery, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. No pt injuries or complications were reported. Pt status is listed as "fine."